Event description:
It was reported to philips that the system detector rotation did not work. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was continued after transferring the patient to another room. Philips field service engineer (fse) went onsite and confirmed the reported issue. Upon troubleshooting, fse tested the detector rotate button, and it did not respond. To resolve the problem, fse replaced control module and return the part for further analysis, and it found that frontal sid joystick rotation failed and belly bar damaged. After replacement of control module was completed, the system returned to use in good working order. The codes were updated based on the investigation outcome.